Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced high blood glucose. The customer¿s high blood glucose was 625 mg/dl. The customer was treated with insulin pump and manual injection. The customer reported that they did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer declined to continue insulin pump troubleshooting. The customer was using the auto mode feature. The insulin pump will not be returned for analysis.